Event description:
During robotic surgery, the stapler was placed in the robotic arm and it did not work. After about 15 minutes of trouble shooting, it was determined that the motor pack of the stapler device (reusable for 45 uses) did not work. A replacement motor pack was opened and procedure commenced without further issue. Intuitive surgical notified and consulted during troubleshooting.